Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (failed pulse test) was confirmed. A root cause investigation into the pulse failure is currently underway. A supplemental reported will be submitted upon completion of the investigation. No adverse event resulted from the defected monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor delivered a monophasic pulse during incoming pulse testing. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed a pulse test.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed a pulse test.